Event description:
It was reported that the patient has deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that tachy therapies were not delivered due to the rate being programmed below the programmed therapy zone. The device behaved as programmed.